Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure, when drilling into dense bone, the small battery drive device sounded like it had low power. There was canine patient involvement. There were no delays to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 11, 2011. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
.The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device failed rotations per minute (rpm) specification, and was making a grinding noise when running in forward mode. Therefore, the reported conditions were duplicated and confirmed. The assignable root cause was determined to be due to an internal motor or electronic control unit (ecu) failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.